Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 400-430mg/dl and diabetic ketoacidosis. Customer was treated with fluids, insulin drip, and sugar water and was released the following day with no permanent damage. Customer alleged pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found the pump functioned as intended, however, the customer maintained that the pump did not function as intended. Reportedly the customer reverted to manual injections for insulin therapy.